Manufacturer narrative:
All buttons functioning properly. However, found slight corroded keypad traces. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was tested with no audio/beep anomaly during testing. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that experienced high blood glucose readings of 500 mg/dl earlier in the day. Customer's blood glucose reading at the time of the call was 120 mg/dl. Customer stated that they are unable to get the screen of the insulin pump to work and the device is making a screeching noise. Customer stated they inserted a new battery and the noise was gone, however the buttons on the insulin pump were not working. Customer again replaced the batteries and the pump was working, however customer called back the next day and stated that they were still experiencing the screeching noise. Customer was advised that the device will be replaced and the pump is being returned.